Event description:
Complaint stated: blocked balloon lumen. Analysis determined: inflation lumen is partially occluded caused by a improper extension set-up within the manifold. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.